Event description:
It was reported that device won't power on and is busted on top of case. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed missing battery and top of case is cracked on front corners. Customer's reported issue was duplicated during power-up process. The interconnect board does not operate as intended. The root cause of the reported issues was not determined. Found no physical or any other damage to the interconnect board. Actions taken to mitigate the reported issue: replaced interconnect board, case top and installed missing battery. Performed power up process and all functional tests which passed.